Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and a high ketone level. It was reported that the pump shut off unexpectedly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.